Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted. The high current appeared to be isolated to the mixed mode integrated circuit (mmic). The mmic was forwarded on for detailed analysis, however it became cracked during de-processing and as such no further analysis could be performed. Analysis confirmed the observed code was likely the result of a product performance issue of the mmic component, however because the component became damaged during testing, root cause could not be identified.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during an upgrade procedure when this cardiac resynchronization therapy defibrillator (crt-d) was interrogated a code displayed which indicated low battery capacity. It was noted that the crt-d had been stored on the hospital's shelf for close to a year. The device was attempted and not implanted. A new crt-d was successfully implanted in the patient and no adverse patient effects were reported.